Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a stent dislodgement occurred. The physician advanced a taxus express2 2.50x24mm drug eluting stent to the left anterior descending (lad), but the stent delivery system (sds) was unable to cross the pre-dilated distal lesion. It was reported that excessive force was used to cross the lesion. The physician then tried to remove the device from inside the patient, but the stent became dislodged at tip of the guide catheter near proximal right coronary artery (rca). The stent did not embolize into the patient's body and was retrieved by a snare successfully. The procedure was completed with another device. No additional adverse events were reported and patient is listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.